Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. Lens intraoperatively implanted, removed and replaced with shorter length lens. Problem resolved. Cause of the event was reported as other - oversized.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).